Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this lead model. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The article reported that during the implant procedure there was one patient who developed complete heart block, which resolved within 24 hours after implant. There was one patient who had a ¿significant¿ rise in thresholds; however, no lead revision was required. The leads appear to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.